Event description:
It was reported that infusion set (B)(4) lot 07k09v500, that the tubing was detached from the chamber. The reported condition occurred during filling with nacl infusion liquid. The reported condition occurred while the patient was connected. The set was connected to a baxter pump. No patient injury or medical intervention had been reported related to this report.

Event description:
Reporter alleged obtaining the results of 486 mg/dl, 110 mg/dl, 274 mg/dl and 110 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she felt as if she was hypoglycemic, but did not take any actions or treatment based upon the results. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.